Event description:
It was reported that the surgeon removed the instrument from the package, fired it once and reloaded the instrument. Fired second time to create a gastric pouch, staples did not form properly. Another instrument was used to reform the staple line. No consequence to the patient.